Manufacturer narrative:
The device was not returned for analysis. Based on the reported information, there is no allegation that a malfunction or deficiency of the device occurred during the mechanical thrombectomy procedure. There is no evidence suggesting that the device was defective, but rather a post procedure and patient condition related events that occurred. Hemorrhages, edema and death are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). However, the exact caused remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of ¿medtronic received information through literature review of ¿feasibility of permanent stenting with solitaire fr as a rescue treatment for the reperfusion of acute intracranial artery occlusion¿ woo hg1, sunwoo l2, jung c1, kim bj3, han mk3, bae hj3, bae yj1, choi bs1, kim jh1. Ajnr am j neuroradiol. 2018 feb;39(2):331-336. Doi: 10.3174/ajnr.a5477. Epub 2017 dec 14. It was reported that 27 occlusions were treated with a solitaire fr device. Of these 27 cases, 13 patients had the sfr device permanently implanted. Post the reported interventions, there were 3 symptomatic hemorrhages. 7 deaths were reported to have occurred post the initial intervention. 3 patients died of respiratory failure with underlying metastatic cancer (bronchial bleeding due to disseminated intravascular coagulation, sepsis and pneumonia, and malignant pleural effusion and pneumonia) at 3 months, and 1 patient died of respiratory failure with underlying cancer (sepsis and pancytopenia) at 6 months. 3 patients in the non-solitaire fr stenting group died of cerebral herniation caused by malignant cerebral edema or intracerebral hemorrhage at discharge, and 1 patient died of pneumonia and sepsis at 3 months.